Event description:
Patient was scheduled for lead extraction of a malfunctioning riata lead and replacement of the ICD lead. Prior to the start of the case, the laser was turned on and immediately displayed a fault 15. It was determined through field service support that the problem could not be fixed by phone support. Although the patient was already intubated, it was decided to reschedule the procedure. During extubation, the patient's condition quickly deteriorated and showed signs of heart failure. The patient was placed on a balloon pump and sent to the ICU for recovery. The patient was reported to be in cardiogenic shock. The excimer laser was evaluated by the field service engineer. The fault code 15 was verified and the safety shutter was found to be stuck open. Once slight lateral pressure was applied the shutter closed, and did not stick open again. As a precaution, the shutter assembly was replaced and the laser functioned within specifications. The safety shutter assembly was returned for analysis and found to be fully operational. Engineering evaluation of the returned assembly demonstrated full functionality per specification.